Event description:
A baxter service technician reported finding a infusor pump with "constant alarm when attempting to run". This event occurred during product evaluation. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The condition of constant alarm when attempting to run occurred during evaluation. This condition was caused by faulty mpu (micro processing unit) board. The mpu board was replaced to correct the reported condition. (B)(4).